Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. See MDR report no. 3013394970-2018-00472 for the second device reported in this event that was used on the same patient.

Event description:
The user facility reported that the bypass tube of the angio-seal device was found detached from the carrier tube tip before use. The device was not used and another angio-seal device from a different lot was used to continue the procedure. Hemostasis was successfully achieved by the third device. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The procedure before deploying the device was a cas (carotid artery stenting). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient.

Manufacturer narrative:
The correct manufacturing date is january 18, 2018.